Manufacturer narrative:
The pipeline devices have not been returned for evaluation; product analysis cannot be performed. The devices have not been returned; the reported events could not be confirmed. The causes of the events could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Liu, j. (2019). Preliminary experience of treating complex middle cerebral artery aneurysms with pipeline embolization device. Chin j cerebrovasc dis, 16(11), 601¿606. Doi: 10.3969/j.issn.1672-5921.2019.11.008. Medtronic literature review found reports of complications after pipeline implantation. The purpose of this article was to investigate the safety and efficacy of pipeline embolization device (ped) for the treatment of complex middle cerebral artery aneurysms. The authors reviewed the results of 7 patients with complex middle cerebral artery aneurysms treated with ped. The article notes the following complications: - 1 patient with m1 aneurysm experienced acute in-stent thrombosis - 1 patient with m1 aneurysm had a mini-focal occipital lobe cerebral infarction.